Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states their blood glucose level was 51 mg/dl, but had dropped to 29 mg/dl. The customer states paramedics responded to their lows and treated with IV. The customer attributes the lows to having started a new medication. The customer needed replacement supplies. The customer was advised emergency supplies would be sent.